Event description:
Reporter indicated that shortly after initial generator implant the generator end of service flag had tripped. The product was returned for analysis and found a leaky capacitor at c4, which is the probable cause for the premature end of service.